Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported the device will not turn on and the battery has to be removed to turn off. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the power management (pm) printed circuit board assembly (pcba) to address the reported issue. The issue was resolved and the device functions as intended.